Manufacturer narrative:
Manufacturers ref# (B)(4) summary of investigational findings: a patient had a zta-p-34-161-w implanted on (B)(6) 2016 in the descending thoracic aorta. A type 1b endoleak (B)(4) was seen on the final angiogram why a zta-p-34-113-w was deployed distal to the complaint device. Furthermore, a zta-p-38-117-w was deployed proximal to the complaint device to improve the seal zone. On (B)(6) 2019 a fracture on the zta-p-34-161-w was discovered and a complaint was created (B)(4) (manufacturer ref.number (B)(4)). CT imaging was provided for this complaint. Review of the provided imaging showed separation of the zta-p-34-161-w and the zta-p-38-117-w possibly leading to a type 3a endoleak why this complaint was created. It was not possible to confirm the type 3a endoleak since no contrast imaging was provided. The separation was also treated when the grafts were relined after the discovery of the fracture. Four sets of 3d-reconstructed CT images were provided for (B)(4). Each of these sets contains an image from 2017, 2018 and 2019 for comparison. The images were reviewed by an imaging expert. Per the findings of the imaging review there is a gap between the distal edge of the 1st zta graft (38 x 117 mm) and the proximal edge of the 2nd zta graft (34 x 161 mm) with the distal 1st graft overlapping slightly within the proximal bare spring of the 2nd graft. By 2018, this gap increases with the proximal spring no longer overlapping along the lesser curve but sitting just at the distal graft edge. Though the 2nd graft has pulled further away from the distal 1st graft, the proximal spring along the greater curve side still appears to be anchored in the same position at one of the distal markers of the 1st graft. By 2019, the aneurysm has expanded from 62 mm to 78 mm (annotated) and there is now a very large gap between the 1st and 2nd zta grafts. The impression of the imaging reviewer is that there is a significant increase in the gap between the 1st and 2nd zta grafts by 2019 with aneurysm growth from 62 mm to 74 mm and significantly increased tortuosity and severe angulation of the mid to distal thoracic aorta. This is likely due to progression of disease with aneurysm growth and aortic elongation in the mid thoracic aorta. This could be due to a type 3a endoleak at the gap between the 1st and 2nd grafts, but this cannot be confirmed since contrast imaging is not provided. Furthermore, it is commented that images from the time of repair are not provided so it cannot be determined if the 1st and 2nd zta grafts were initially placed with inadequate overlap or if this represents a postop change. Review of the device history record gave no indication of the devices being produced out of specification. Per the instructions for use (IFU) component separation and endoleak are known adverse events. Based on the information provided and the imaging review no exact cause for the separation could be determined. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# pr314672blank fields on this form indicate the information is unknown or unavailable.h6) patient code: 3191 - no code available, for endoleakinvestigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter:a patient had a zta-p-34-161-w deployed in the descending thoracic aorta. There was evidence of a type 1b endoleak on the angiogram (pr287964, manufacturer report #3002808486-2020-00026) why the zta-p-34-113-w was deployed distal to 1st device. The zta-p-38-117 was deployed proximal to the 1st device to provide better seal.a fracture was discovered on 17dec2019 (pr289240, manufacturer report #3002808486-2020-00027). Imaging provided for the fracture showed a gap between the distal edge of the most proximal zta graft and the proximal edge of the 2nd zta graft (pr314672). This gap increases significantly by 2019 with aneurysm growth from 62 mm to 74 mm and significantly worsening tortuosity and severe angulation of the mid to distal thoracic aorta. This is likely due to progression of disease with aneurysm growth and aortic elongation in the mid thoracic aorta. This could be due to a type 3a endoleak at the gap between the 1st and 2nd grafts, but this cannot be confirmed since contrast imaging is not provided.patient outcome:device re-alignment and t-branch repair.